Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of inappropriate anti-tachycardia pacing (atp) and two inappropriate shock(s) due sinus tachycardia. The device remains in service. No adverse patient effects were reported.